Event description:
Country of complaint: (B)(6). After surgery for closing of cranium, epidural hematoma occurred in the epidural space (opposite side of bone chip). The hematoma recovered and the pt checked out of the hosp. Medwatch 2916714-2015-00198 is also associated w/this procedure.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site eval: based on the info provided, the origin of the hematoma can not be explained. According to the development department there is no causal relationship between this clamp and the occurred hematoma. This is regarded as an isolated incident.